Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device failing to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels ranged between 300 mg/dl and 400 mg/dl while wearing the pod on the hip/buttocks. Symptoms reported include nausea, vomiting, hyperglycemia, weakness and large ketones. At the hospital, the patient was treated with an intravenous drip which included dextrose, potassium, anti nausea medication, and possibly saline solution. Blood work was also performed, as well as chest x-rays, an electrocardiography test and vitals were checked every 2 hours. The patient was released after 2.5 days. The pod was removed 5 hours before patient was admitted to the hospital.